Event description:
It was reported that during a port placement procedure, the device was allegedly disengaged. It was further reported that the lock was allegedly could not be locked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port kit was returned for evaluation. Visual, tactile, dimensional and functional evaluations were performed. During functional testing, the proximal end of the catheter was attached to the port stem, both cath-locks were threaded onto the catheter and fastened onto the port stem and seated against port body with no issues. Therefore, the investigation is unconfirmed for the reported loose or intermittent connection and fitting problem. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, device allegedly disengaged. It was further reported that the lock was allegedly could not be locked. The procedure was completed using another device. There was no reported patient injury.